Manufacturer narrative:
The manufacturer previously reported they became aware of a user of an essence nebulizer alleging that the device has a weak compressor and is not dispensing any rx. There was no report of serious harm or injury. The device was returned to the manufacturer's service center for evaluation. During the evaluation of the device, the manufacturer confirmed that the motor was weak, faulty (no aerosol) and not dispensing the medication. There was also contamination, white powder like talc like substance due to customer misuse. The unit was scrapped. The manufacturer concludes that the complaint was confirmed. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Event description:
The manufacturer became aware of a user of an essence nebulizer alleging that the device has a weak compressor and is not dispensing any rx. There was no report of serious harm or injury. The device was returned to the manufacturer's service center for evaluation. During the evaluation of the device, the manufacturer confirmed that the motor was weak, faulty (no aerosol) and not dispensing the medication. There was also contamination, white powder like talc like substance due to customer misuse. The unit was scrapped. The manufacturer concludes that the complaint was confirmed.